Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2051. "The pt returned 3 days post-operatively with severe pain and was admitted for presumed infection and started on antibiotics. At laparoscopy there was a perforation of the uterus but no thermal changes evident. Cultures were all negative. The CT-scan only showed a uterine perforation and no evidence of bowel injury. The dr was uncertain how the infection and perforation occurred. The pt is improving".

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot record reviews were conducted for the novasure sys and no abnormalities were noted. A relationship can be established between review and current complaint. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure sys: infection or sepsis. (B)(4).